Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive until the user placed the pump on a charging pad, after which the device powered on and the button became responsive. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included user troubleshooting and education. Investigation of this case revealed a transient device performance issue that resolved with charging, consistent with a power state or low-battery condition affecting user interface responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device software or power state behavior related to battery condition.